Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with 5-10 histoacryl packs. On the same day, in the endoscopy department, the ampoules appeared to be melted/hardened and the glue had dried inside them. It was noted upon opening the packs; the products were not used due to this malfunction. Additional information was not available. This refers to the eighth pack. Associated medwatches: 3003639970-2019-00260, 3003639970-2019-00261, 3003639970-2019-00262, 3003639970-2019-00263, 3003639970-2019-00264, 3003639970-2019-00265, 3003639970-2019-00266, 3003639970-2019-00267 (this report), 3003639970-2019-00268, 3003639970-2019-00269.